Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted a technical service representative to report an infuso.r. Where "when the arm for the syringe is lowered, it makes a noise". This event occurred upon power up in the "surgery center". The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With an "alarming for no reason" issue was confirmed and reproduced during product evaluation. The assignable cause was determined to be a defective motor. The motor was replaced in order to fix the reported condition.